Event description:
It was reported that the flushing port of the catheter was leaking. During an ablation procedure for atrial tachycardia (at), after a while of having the catheter in the patient. The physician realized that the flushing port from the intellanav mifi open-irrigated ablation catheter showed a leakage while ablating. The physician then changed the catheter.

Event description:
It was reported that the flushing port of the catheter was leaking. During an ablation procedure for atrial tachycardia (at), after a while of having the catheter in the patient. The physician realized that the flushing port from the intellanav mifi open-irrigated ablation catheter showed a leakage while ablating. The physician then changed the catheter.

Manufacturer narrative:
The device was returned for analysis. The irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Distal end was bent into a partial right curve. Dried body fluid was found on the handle, main body tubing, distal end, and inside the irrigation tubing. Dried saline was found on the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.